Event description:
Lateral lumbar interbody fusion (xlif) with dr. Nuvasive nvm5 xlif disposable kit, ref: 2029950, lot: 1802231, exp: 2023-01-22, had black ink like substance come off of dilator (looks like from the inside of the blue (largest) dilator). Contaminated items removed from surgical field. Dilators with packaging sent to risk management.